Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's abscess/irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that some time after the pod was removed, she started to notice an abscess. She stated that it took a while for the abscess, which left scarring, to form and that it developed into an ulcer that she had to have surgically removed. She experienced pain, irritation, and redness. The patient went into the surgeon's office and had a mini surgical procedure at the site.